Manufacturer narrative:
Concomitant medical products: patient medications include; aspirin, synthroid, metoprolol, coumadin and zocor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. According to the physician, the patient had an angled infrarenal neck (degree of angulation unknown). It was reported that intra-operative imaging showed incomplete wall apposition of the trunk-ipsilateral leg component in the proximal neck, however, no evidence of endoleak was reported. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure. On (B)(6) 2016, follow-up computed tomography angiography (cta) identified a proximal type I endoleak with evidence of an increase in the aneurysm sac diameter (amount unknown). On (B)(6) 2016, an additional procedure was performed to treat the endoleak. Aptus endostaples were used to tack the trunk-ipsilateral leg component to the aortic wall. An aortic extender component was then implanted for proximal extension and additional aptus endostaples were tacked through the aortic extender component and into the proximal neck to insure circumferential device wall apposition. Additional ballooning was performed and reportedly final angiography showed resolution of the endoleak, and the patient tolerated the procedure. The physician reportedly stated the cause of the endoleak was a result of the patient's anatomy and not related to the gore® endoprosthesis.